Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was received. It has the plunger rod-rubber stopper, tip cap and barrel label; it has no packaging flow wrap. It has 5ml of solution. The sample was tested for sustaining force from where the rubber stopper was giving 19.0n; after that the plunger rod-rubber stopper were pulled up to the 10ml mark and tested again for sustaining force it measured 17.8n. The product specification for sustaining force is <20n. The defect was not confirmed. At this time, no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the sample was tested for sustaining force from where the rubber stopper was giving 19.0n; after that the plunger rod-rubber stopper were pulled up to the 10ml mark and tested again for sustaining force it measured 17.8n. The product specification for sustaining force is <20n. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause could not be determined.

Event description:
Material no: 306547 batch no: 9206963. It was reported that syringe flush plungers stop around the 5-6 ml marker, and will not pull in either direction. The following information was provided by the initial reporter: we have experienced approximately 10-15 of the nacl flush 0.9% syringes that have malfunctioned when attempting to flush an IV or port. The syringe plunger stops around the 5-6 ml marker and then will not pull either direction. Following is the information regarding this product: 0.9% sodium chloride injection, usp sterile solution single use normal saline.